Manufacturer narrative:
Device eval: device eval of electrode belt sn (B)(4), has been completed. Upon eval, the electrode belt failed to pulse lead hipot test. The cause for the failure was isolated to a defective 16-bit low power microcontroller u713 on the distribution node pca board. Pins 38, 39, 42, 43, and 55, were out of tolerance on u713. The root cause for the u713 failure could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4), failed a pulse lead hipot test. The last pt to use this electrode belt did not report any deficiencies.